Event description:
The customer received questionable calcium results for multiple samples for one patient from the cobas 6000 c501 module. On (B)(6) 2018, the results were 12.6 mg/dl and 12.8 mg/dl. These results were reported outside of the laboratory. The patient was sent to hospital on the same day and the calcium result from a new sample tested on a beckman analyzer was 10.8 mg/dl. On (B)(6) 2018, the result from a new sample was 13.5 mg/dl and was reported outside of the laboratory. The patient was again sent to the hospital and the calcium result from a new sample tested on a beckman analyzer was 10.8 mg/dl. On (B)(6) 2018, the customer repeated the sample from (B)(6) 2018 and the result was 12.8 mg/dl. The sample from (B)(6) 2018 was repeated and the results were 10.8 mg/dl, 10.7 mg/dl, and 13.0 mg/dl. There was no adverse event. The reagent lot number was 337672 with an expiration date of 7/2019. Calibration and qc results were acceptable. The field service representative adjusted the gear pump pressure and checked the rinse levels for the wash and rinse mechanism which were all acceptable. Precision testing was performed. Investigations confirmed the issue was resolved by the service actions.